Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device. The closure was reported to be successful on the table and the patient was fine in post procedure area for one hour. The patient was moved to a ward where the groin developed a hematoma/pseudoaneurysm. The patient was sent to radiology for an unspecified attempted procedure and was then sent to operating room for surgical repair.